Event description:
Hemodialysis suspected. As stated "pt was 2 hours into a run when she complained of abdominal pain, nausea and blurred vision. The pt was rinsed back. An EKG was done which was negative (unremarkable) as transischemic attack (tia) was questioned. The pt was discharged to home and admitted approx seven hours later with hematuria. The pt's hemoglobin dropped. Other medical devices in use were cobe c3 bts (cartridge set), medisystems fistula needles (15g), cobe centrysystem 3 dialysis machine. Dialyzer in use was saved for evaluation. The device was reused, use/reuse number to be provided later. The pt was reported also to have needle cannulation problems as another needle was placed to obtain arterial flow when arterial pressure reading reported as -340 for 5-15 minutes. Bloodlines in use were discarded, however dialyzer was saved.